Event description:
Us legal. It was reported that, after a right bhr performed in 2016. Plaintiff developed pain and extremely high cobalt and chromium ion levels in the blood. On (B)(6) 2021, plaintiff underwent a revision surgery on the right hip. The joint was noticed to be full of metallosis, metal-stained inflammatory tissue and granulation, all this tissue was removed. The femoral and acetabular components were explanted. The current health state of the plaintiff is unknown.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
H3, h6: it was reported that right hip revision surgery was performed due to pain and elevated metal ion levels. As of today the devices, used in treatment, have been requested but have not become available. Without definitive lot numbers, a complete review of complaint history, manufacturing records, device labelling and ifus could not be performed. A risk management review was performed for the bhr head and cup. The alleged failure modes and associated risks have been anticipated within the risk file and the anticipated risk level is still adequate. A review of prior escalation actions could not be completed due to insufficient information. The clinical information provided, of pain, extremely high cobalt and chromium ion levels, metal stained inflammatory tissue, and pseudotumor may be consistent with a reaction to metal debris. However, the source and the root cause cannot be determined with the available documentation. It cannot be concluded that the reported clinical findings are associated with the implant failure. Without additional information we cannot further investigate or confirm the reported complaint. The investigation remains inconclusive, and a definitive root cause cannot be determined. Additionally, specific factors known to contribute to the alleged fault cannot be provided due to the insufficient information. If the products or additional information become available in the future, this case will be reopened. Based on this investigation, the need for corrective or preventative action is not indicated.